Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation. One provided x-ray image demonstrates the placed stent in the superior vena cava in a curved section; stent fracture can be identified on the outer diameter of the vessel curve which leads to confirmed result for stent fracture. Based on the investigation of the provided information, the investigation is closed as confirmed for stent fracture. A definite root cause for the reported event could not be determined. The reported indication represents an off label use. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system throughout deployment; in particular the instructions for use state: 'do not hold or touch the dark moving sheath during stent release'. Regarding pta the instructions for use state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended' and 'post stent expansion with a balloon dilatation catheter is recommended'. Under required material the instructions for use state '9f introducer for a stent diameter of 14 mm' and '0.035 inch (0.89mm) diameter guidewire'. 'Stent fracture', and 'stent occlusion/thrombosis' were found mentioned under potential complications and adverse events. The venovo venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. H10: d4 (expiration date: 05/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and seventeen days post stent placement in the left superior vena cava, the stent was allegedly fractured inside the patient. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 05/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that four months and seventeen days post stent placement in the left superior vena cava, the stent was allegedly fractured inside the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation. One provided x-ray image demonstrates the placed stent in the left subclavian vein in a curved section; stent fracture can be identified on the outer diameter of the vessel curve which leads to confirmed result for stent fracture. Based on the investigation of the provided information, the investigation is closed as confirmed for stent fracture. A definite root cause for the reported event could not be determined. The reported indication represents an off label use. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system throughout deployment; in particular the instructions for use state: 'do not hold or touch the dark moving sheath during stent release'. Regarding pta the instructions for use state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended' and 'post stent expansion with a balloon dilatation catheter is recommended'. Under required material the instructions for use state '9f introducer for a stent diameter of 14 mm' and '0.035 inch (0.89mm) diameter guidewire'. 'Stent fracture', and 'stent occlusion/thrombosis' were found mentioned under potential complications and adverse events. The venovo venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. H10: d4 (expiration date: 05/2024), g3. H11: b3, b5. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three months post a stent placement in the left subclavian vein, the stent was allegedly fractured inside the patient. There was no reported patient injury.